Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the peritoneal dialysis tube of the patient near the titanium joint was leaking, which caused to peritonitis. It was reported the patient was treated in the hospital and the doctor cut off the leaked peritoneal dialysis tube and reconnected it. The patient was treated with anti-inflammatory drugs to treat peritonitis. And the family members did not know the specific drug, but the doctor showed that it was a fungus infection due to the late test, so the extubation was stopped.